Manufacturer narrative:
The product was received for investigation. Investigation revealed confirmed that the expiry date in the barcode on the add-on sticker shows when scanned 2025-10-27, while the correct expiry date is 2024-10-01. The correct expiry date is shown at all other locations on the box in visually and machine readable text, as well as on the individual pouches of the product inside the box. Our root cause investigation concluded that a human error during data entry required to generate the add-on sticker with the barcode is the cause of the mistake. Unfortunately this data entry mistake was not noticed prior to product release. Actions have been taken to prevent re-occurrence of the reported event. In addition, a field safety corrective action notice will be circulated to inform the customers involved of the voluntary recall of the related products involved.

Event description:
We were informed that at pre-arrival at the distributor a discrepancy was noticed regarding the expiry date between the two labels affixed on the outer packaging. The product was not used. No patient harm occurred.

Event description:
We were informed that at pre-arrival at the distributor a discrepancy was noticed regarding the expiry date between the two labels affixed on the outer packaging. The product was not used. No patient harm occurred.

Manufacturer narrative:
With regard to this event, one box containing laser probes was returned for investigation. Investigation of the returned products revealed that the expiry date in the bar code on the add-on sticker, when scanned, shows 2025-10-27. The correct expiry date is 2024-10-01 and this correct date is shown at all other locations on the box in visual and machine readable text, as well as on the individual pouches of the product inside the box. Root cause investigation revealed that during data entry while generating the add-on sticker, incorrect data was entered by mistake. Unfortunately this data entry mistake was not noticed prior to product release. Therefore, based on the investigation findings, it was determined that the reported event is attributable to a human error during quality control. Please note that actions have been taken to prevent re-occurrence of the reported event in the future. In addition, a field safety corrective action notice will be circulated to inform the customers involved of the voluntary recall of the related products involved.